Manufacturer narrative:
No product was returned for investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the service completed, the reported temperature issue could not be confirmed.

Event description:
During an ablation procedure, the temperature would not reach 80 degrees. Troubleshooting included cable replacement, but resolution was not found. The procedure was cancelled. There were no patient consequences.